Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and device exhibited high, out-of-range (oor) impedance measurements. The lead had switched to unipolar due to the lead safety switch (lss). The patient was brought in and reprogrammed back to bipolar. The rv lead and device remain in service. No adverse patient effects were reported.